Event description:
Information received indicates the bed has no ground. Found during an electrical safety check.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.